Event description:
Visited gynecologist in (B)(6) 2006 for urinary frequency and urgency, incontinence, painful intercourse, and abdominal pain. Discussed bladder sling to resolve incontinence. I voiced concern with foreign material in my body and wanted to just have bladder retack as I had almost 25 yrs earlier without the sling. He convinced me this sling would provide more bladder support than just a retack. Had transobturator sling procedure -obtryx system- on (B)(6) 2006. Seven weeks later, still having pain in abdomen, and having cramping in pelvic, hip and thigh areas. Requested that my doctor remove the sling because my body was not feeling right and I thought I might be rejecting the sling. He said most people are happy campers by this time after the procedure and to give it more time. After two or three months, sexual intercourse was still not only painful but impossible because of extreme pain upon penetration, and a pinching and tearing sensation, and the abdominal pain, muscle cramps in pelvic, hip and inner thigh areas were getting worse. He said this would go away with time and during exam, stated that my vaginal canal seemed fine and should easily receive my husband's penis without any problems. At this point, my husband and I had been married (B)(6) yrs and had a very active and enjoyable sex life until about four months before the sling implant. With the prolapse of the bladder, intercourse was slightly painful in the military position but was very well tolerated on the side position. Now any position is too painful and intercourse is impossible and has only been tried less than ten times in the last four and a half yrs due to extreme tightness and pain. Prescribed several bladder control meds like detrol la, enablex, which didn't work. Prescribed premarin vaginal cream. Prescribed dilator kit to stretch the vaginal canal, which was too painful to use. Nothing seemed to work. Doctor said it wasn't because of anything he had done and referred me to a urologist. The urologist did a couple of tests and diagnosed interstitial cystitis. Had three or four bladder treatments and was prescribed elmiron which I took for a yr with the only results being weight gain and hair loss. Have seen a urogynecologist and a different urologist since then and was told I do not have interstitial cystitis, but they cannot explain why I have all the pain. The second urologist suggested (B)(6) hosp to remove the mesh sling and vaginal canal reconstruction. Since this bladder surgery, I have gained a tremendous amount of weight - I weighed (B)(6)- the last 4 and 1/2 yrs due to inactivity because of abdominal, hip, pelvic and thigh muscle pain. Have fallen when the groin muscle grabs or constricts. Have also developed diabetes, polymyalgia rheumatica, high blood pressure, fatty liver disease, deeper depression and extreme fatigue that my family doctor cannot explain and is trying to treat. Quality of life is non-existent. Walking for exercise is difficult because of no energy and abdominal, hip, and thigh pain. Trying to lie on stomach or do ab crunches is too painful. Still suffer urine frequency, urgency and incontinence. Have become social recluse. Am unable to do housework or cooking because of pain and weakness. Have to take a lot of meds that I didn't take before bladder surgery. Suffer deep depression. Have lived with this debilitating problem for 4 and 1/2 yrs now. Have been told by different urologists and doctors that to remove the mesh sling would be a very radical surgery. I feel this foreign material has poisoned my body and caused numerous allergies and problems I didn't have before even though I have suffered medical problems in the past. Until this surgery, I had a functional more fulfilling life. I didn't know I could report this until I saw a commercial regarding transurethral sling and the FDA. I wish this surgery could be reversed to give me back the life I had. I'll take the incontinence and frequency any day!